Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, residual fluid and foreign object from forceps channel occurred because reprocessing could not be completed. In addition, the foreign matter could not be identified. Information obtained from the customer identified that device cleaning, disinfection, and sterilization was not complete before sending the device back to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a pinhole on ch-tube, water tightness lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, image guide bundle significant breakages, image guide bundle stain, adhesive on angle rubber detached, due to damage, switch 1 did not work, control unit had corrosion due to water leakage, and due to a pinhole on angle rubber, water tightness lost, and distal end scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for evis eus ultrasound bronchofibervideoscope forceps channel having pinhole. Upon inspection and testing of the returned device, foreign material was found exiting the scope forceps tube due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.